Event description:
Blood leak. Patient is blood primed. Patient has order for blood primed. Using a fresenius medical care f3 dialyzer with lot # 21bu04023, expiration date of 2/29/2024. Circuit was primed with blood, as soon as the circuit was completely primed, patient was connected to start hd treatment. As soon as the patient (pt) was connected and dialysis started, a blood in dialysate alarm was noted. Pump stopped and patient was clamped. Lines was observed and visible blood leak was noted on the dialyzer and the header. Observed and checked dialyzer for visible break before setting up. Dialysis patient care manager reached out to the vendors with the lot #, and if any other clinics has the same issue. The lot# of the dialyzer is being pulled off the shelves. There was no harm in this event. This is not a recurring event.